Event description:
It was reported that the patient who was implanted with this boston scientific mesh experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of february 11, 2025, was chosen as a best estimate based on the date the manufacturer was made aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. Block h6: the patient code e2401 captures the reportable event of unspecified injury. The impact code f12 captures the reportable of patient filed for a legal claim related to the unspecified injury related to the implanted mesh.